Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was in the last 2 or 3 weeks it took 3 times as long to charge the implantable neurostimulator (ins) . When recharging the ins it usually took 30 minutes to recharge from 50% to 100% but now it took 2 hours to get to get charged to 100%. When recharging the ins it was losing connection all the time and they had to reposition. When recharging the ins their ins battery felt like it was getting hot, patient noted they have adjusted the recharging speed. They reset the wireless recharger but still had issues. Pts rep said to call in. A replacement wireless recharger (wr) was sent out. Additional information was received from patient in another call. Patient stated they have had a spinal cord stimulator since last n ovember (about 6 months) and just in the last two weeks they have found that it¿s taking a much longer time to charge, the implant is feeling hot/uncomfortable when they are charging and the paddle is having a harder time connecting to the implant. They weren¿t sure if there was an update or something that could be suggested? They used to be able to charge from 50% in less than an hour and now they are sitting for over two hours until it¿s finally too hot for them to proceed. They do have it on the rapid charge mode, and they know that can cause heat¿but it was never an issue before. They are just concerned that something needs fixing because it¿s not been an issue until recently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reported the replacement wireless recharger they received was not functional. Patient confirmed they had recharged the recharger, but whenever they tried to begin using it, the power button went red and beeped at them. Patient also did the long button press reset on the recharger multiple times, but that did not resolve. Patient mentioned they already sent back the old recharger, but wished they hadn't, because at least that one was able to charge the implantable neurostimulator (ins) even though it was slow. Patient said they loved their stimulator and fear being without it again if they can't charge, so they turned stim down in the meantime. A replacement was sent out.